Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check te pad messages, check belt messages, exposed wires/damaged cable) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. The root cause for the strained cable was excessive force no adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's electrode belt was producing check te pad and check belt messages and had a damaged cable.